Manufacturer narrative:
Product complaint (B)(4). Batch # r58r86. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge present. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Staples malformed. During the video-assisted thoracoscopic bullectomy, after fired, the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.